Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported when triggered, the stapler released the staple, but no pressure needed to attach the screen to the wall. "Please confirm you are indicating that the staples did not hold the mesh in place. Please explain. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a herniorrhaphy on (B)(6) 2019 and a mesh was implanted. During surgery after the first staple, the stapler released the staple when triggered, but no pressure was needed to attach the screen to the wall. A replacement device was used to complete the procedure. There were no adverse patient consequences reported. The hospital discarded the device.